Event description:
Three days after undergoing stent implantation, the patient returned with a thrombotic event and subsequentely expire. No autopsy, primary or secondary causes were known or made available.